Event description:
It was reported to gems that during a manufacturing review of the vendor-produced cable 2141260, used in advantx vascular systems (i.e., for idf option), a production error involving insulation allows the screw from the connector attachment clamp to come into contact with one of the phase leads of the cable, resulting in an electrical shock hazard. Corrective actions at both the vendor and at ge have been implemented.